Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A renegade catheter was going to be used to therapeutic purposes. Before the procedure, while trying to remove device from the holder. The shaft of the catheter fractured. There were no complications or intervention.